Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had sensor issues, one sensor with bent needle and one sensor with no needle and two sensors were hitting the capillaries. Customer's blood glucose ranges from 300 mg/dl-400 mg/dl. Customer was not connected to the device yet when they started getting high blood glucose. The sensor will be returned for analysis.